Event description:
It was reported that the whole tip and side of the tip of the device was active and ablating tissue. It appeared to be an arcing of the device. The black insulation was melting. There was no reported patient harm.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Visual evaluation under magnification shows minimal electrode wear with dried tissue, discoloration and scuff marks present around the spacer. There is a significant amount discoloration on the exposed shaft as well as damage to the black shrink tube which is most likely due to plasma etching. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and was activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. At no time during functional evaluation the tip exhibited ¿arcing¿. The complaint has been visually verified as there is damage to the black insulation (black shrink tube) and the root cause could not be determined with confidence. Factors that could have led to the device arcing; therefore, causing damage to the black insulation includes: the device coming into contact with another metallic object during activation or having insufficient saline solution which causes plasma etching.